Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with subcutaneous implantable cardioverter defibrillator (s-ICD) was inappropriately shocked for t-wave oversensing. The cause appeared to be positional due to a significant weight gain. T-waves became notched when the patient would lie down on the device or on his stomach. The device was reprogrammed to alternate vector and the plan was to have the patient do treadmill (stress) testing. Additional information was provided that noise was seen in alternate vector on the captured s-ecgs. The field representative stated this occurred when the patient was moving after the stress test. The noise artifact was only seen when the patient would double over with extra exertion. The field representative noted that secondary vector also looked very different compared to implant. Boston scientific technical services (ts) discussed obtaining a chest x-ray and if the issues with noise were to increase and patient required therapy, there may be a delay in treatment if noise is sustained. Defibrillation threshold (dft) testing was performed. The first dft failed in standard polarity. The second dft was successful in reverse polarity. The x-ray showed that the electrode had pulled back with a slight loop and was more inferior. No interventions or programming changes were planned at this time.

Manufacturer narrative:
(B)(4) ; as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received approximately one month later that both the s-ICD and electrode were explanted. A previous chest x-ray noted the electrode had pulled back. The system was replaced with a new system. No additional adverse patient effects were reported. The s-ICD is not expected to be returned.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with subcutaneous implantable cardioverter defibrillator (s-ICD) was inappropriately shocked for t-wave oversensing. The cause appeared to be positional due to a significant weight gain. T-waves became notched when the patient would lie down on the device or on his stomach. The device was reprogrammed to alternate vector and the plan was to have the patient do treadmill (stress) testing. Additional information was provided that noise was seen in alternate vector on the captured s-ecgs. The field representative stated this occurred when the patient was moving after the stress test. The noise artifact was only seen when the patient would double over with extra exertion. The field representative noted that secondary vector also looked very different compared to implant. Boston scientific technical services (ts) discussed obtaining a chest x-ray and if the issues with noise were to increase and patient required therapy, there may be a delay in treatment if noise is sustained. Defibrillation threshold (dft) testing was performed. The first dft failed in standard polarity. The second dft was successful in reverse polarity. The x-ray showed that the electrode had pulled back with a slight loop and was more inferior. No interventions or programming changes were planned at this time. Additional information was received approximately one month later that both the s-ICD and electrode were explanted. A previous chest x-ray noted the electrode had pulled back. The system was replaced with a new system. No additional adverse patient effects were reported. The s-ICD is not expected to be returned. The s-ICD was later returned and is currently in analysis.